Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that the alarms came up while she was sleeping and during bolusing. Customer stated that she had 30 no delivery alarms before calling in previously. Customer reported that the alarm was resolved by a complete set change. Customer stated that her blood glucose was never under 250-300 mg/dl at the time. Customer stated that she would like to return the set and reservoir for analysis. Customer will return her supplies for analysis and will be sent replacements.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusions were noted.